Event description:
Resident was being transferred from bed to chair by two staff members. The resident was in the medi-man quick lift sling and loop on sling tore causing resident to fall out of sling onto floor. Resident landed on their back with left leg still in sling. Laceration to occiptial area bleeding, pressure applied, 911 called and paramedics immobilized resident and transferred them to hosp.